Event description:
It was reported that a legion ps hf xlpe insert replacement surgery was planned. No more information reported.

Manufacturer narrative:
The associated legion ps high flexion articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the examination showed signs of deformation of the tibial post and signs of surface damage on the insert. The signs of damage on the anterior face were likely due to contact with an instrument during insertion of the insert into the tibial baseplate. The through hole damage and indentions were likely due to contact with an instrument during explantation. The cause of the post deformation could not be determined from the investigation of the device. A clinical evaluation noted that the patient¿s fall on the stairs, as well as the size of the primary insert, is the likely root cause of the revised poly insert. No further clinical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated legion ps high flexion articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the examination showed signs of deformation of the tibial post and signs of surface damage on the insert. The signs of damage on the anterior face were likely due to contact with an instrument during insertion of the insert into the tibial baseplate. The through hole damage and indentions were likely due to contact with an instrument during explantation. The cause of the post deformation could not be determined from the investigation of the device. A clinical evaluation noted that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. Credit cannot be issued for this device.